Event description:
As reported by the patient¿s attorney, an uphold vaginal support system (MFR report #3005099803-2014-00809) and a solyx single incision sling system (MFR report #3005099803-2014-00810) were implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.